Event description:
It was reported that the pulse generator exhibited a -pace- maker failure. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found no telemetry during interrogation due to battery depletion and multiple flipped bits. After replacing the battery and downloading the product code, the device functioned normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
This procedure was performed on the sfa. The protege everflex stent became hung up in another stent. The distal tip of the protege everflex delivery system broke and the physician retrieved the tip with a spider. Another protege everflex was deployed. No harm to pt reported.